Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on may 18, 2021 with mcghan 330cc in patch. Visual analysis of the returned device identified: fold creases, white and red particles in shell, partial delamination(10%) of diaphram flange disk assessed as adhesive failure. Leak test did not identify any openings. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: delamination of diaphram flange disk assessed as adhesive failure however, the device did not leak. No openings found."

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Device was explanted.